Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. During troubleshooting, it was found that a temporary failure of the hospital's main power supply prevented the system from being turned on. The fse checked the system, cleaned and reconnected the host pc and ip-pc, and ensured that the system was running as intended before returning it to service in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to boot up successfully due to a lack of power to the system. The system was not receiving power due to a temporary failure in the hospital's main power source. The reported issue was caused by a problem with the hospital's mains rather than the system itself. There was no sign that the system failed, and the problem was fixed after the hospital's mains were reset. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.